Event description:
The customer reported that there are droplets at the end of pipette tips while pipetting 50ul of positive control during an hiv-1 p24 antigen assay. The root cause has been determined to be the software. Devices version 2.0. Investigation has shown that the software instructs the sample handler to dispense the initial 50ul of positive control at an incorrect height. This causes a droplet to be possibly left on the end of the tip. No death or serious injury has been associated with this event.